Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional testing was performed and passed. Audio/vibration testing with the dexcom global receiver communication tool were performed and passed. "Try-it" audio/vibration testing was performed and passed. Speaker audio and vibrator intermittent testing was performed and passed. The speaker and vibrator resistance was measured and passed. The receiver was opened for an internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.